Event description:
Two days after the procedure, a successful revascularization of the target lesion was performed on (B)(6) 2019.

Manufacturer narrative:
Block b3: date of event corrected from (B)(6) 2019 to (B)(6) 2019. Block b5: included revascularization performed on (B)(6) 2019. H3 other text : placeholder.

Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as part of the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6): patient ID (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, there was no report of a device malfunction. Device was discarded, thus no product evaluation was performed. Per the IFU, occlusion is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on 10/23/2019, a stellarex catheter was used to treat the target lesion of the right mid sfa. However, during the procedure, the patient experienced an occlusion and required revascularization of the target lesion.